Manufacturer narrative:
Patient identifier, age, sex, date of event and PMA/510k are unknown.

Event description:
Per complaint (B)(4), components could not be separated. There was no patient impact noted.